Event description:
It was reported by the clinician that she had last adjusted the patient's settings in november; however, the patient's mother reported that the patient's settings were adjusted by the clinician in (B)(6), which the clinician didn't have record of. The patient's mother took the patient to another physician, who told the mother that the patient's vns was off. The clinician was concerned that there was an error there could be a problem with the vns shutting off. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns was on when the clinician interrogated. However, it was found that at the patient's appointment with the other physician, he observed a system fault upon initial interrogation. He indicated that the patient improved clinically after resetting the vns and increasing settings. No further relevant information has been received to date.